Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump suspended the requested bolus delivery prior to completion of the full requested amount. The customer was unable to provide details regarding the issue. Customer declined to upload the pump data logs for a log review to be performed by tandem technical support of the reported event. There was no reported impact to the customer's blood glucose level.